Event description:
It was reported the rigid endoscope telescope ceramic tip was burnt. There was no procedural delay and the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint ceramic tip was burnt was confirmed. Based on the results of the investigation, it is likely that the event occurred due to residual moisture has penetrated the fibers during reprocessing. The heat from the illumination caused the residual moisture to escape and burn and improper handling and improper reprocessing. The leaked moisture is deposited on the edge of the plan glass lens on the outer tube, burns due to the heat of the light and the image is blurred at the edge. Olympus will continue to monitor field performance for this device.